Event description:
The patient reported his scs ipg turns on and off by itself and he also experiences shocking from the device without stimulation. The patient also reported he is experiencing increased recharge burden and is no longer able to use the ipg because it has been "shut off." Moreover, it was reported multiple reprogramming has not resolved the issues. Subsequently, the patient is considering having his scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.